Event description:
It was reported that the insulin pump alarmed motor error during bolus delivery. The device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value is 63 mg/dl; treated by drinking orange juice. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test and alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to functional testing due to prime fill anomaly. The motor was tested outside of the device and passed. The insulin pump has minor scratched display window, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip.